Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend for discrepant clinical chemistry magnesium results. The CAPA review determined that there are no events, defects or issues that were associated with the performance of the likely cause list in relation to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry magnesium assay, ln 07d70, lot 45722un18, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated magnesium result while using the clinical chemistry magnesium assay. The customer provided the following result data (customer reference range for mg (1.6 - 2.6) mg/dl: on (B)(6) 2019: initial: 2.5 mg/dl, retests 1.1 mg/dl and 1.1 mg/dl. No impact to patient management was reported.